Event description:
Complainant alleged that while attempting to cardiovert a patient, the device's display blanked out. The clinician powered the device off then back on to resume treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.